Event description:
It was reported that the device showed a "false" eri (elective replacement indicator) due to fluctuations of measured battery voltages. However, the battery voltage has been stable for the past three weeks. Early battery depletion was also reported. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis indicated high battery impedance. The incorrect real time telemetry battery voltage measurements are the result of high internal battery resistance. The cell was extracted from the device and analyzed. Analysis indicates that the calculated dc resistance values exceed the battery specification requirements for electrical resistance. (B)(4) performance data collected from the device revealed the device experienced low telemetered battery voltage. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) performance data collected from the device revealed the device experienced low telemetered battery voltage. On (B)(6)2010, the telemetered battery voltage was 2.45 v while the daily battery voltage measurement was 2.89 v.